Event description:
It was reprted that a non-dehp y-type catheter extension set leaked. The umbilical venous catheter (uvc) was backflowing with blood from the crack on the bifuse during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3 and d4. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure test and clear passage test, and it was noted that there was a leak between the assembly of the tubing and the connector. Dimensional testing was performed to the tubing and the male luer and was according to specification. The reported condition was verified. The cause of the condition was determined to be improper solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.